Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 50 x 76 mm thoracic aortic aneurysm in zone 2 and 3. The diameter of the non-aneurysmal proximal neck was 40 mm, the diameter of the non-aneurysmal distal neck was 35mm. Touch-up after deployment of the stent graft was performed and there were no adverse events during the procedure. It was reported that at the one year follow-up the CT showed the maximum aneurysm diameter was still at 54 mm and the stent graft migrated 10 mm or more with a proximal type I endoleak present. There was no aneurysm rupture. The decision was made to monitor the patient at this time. At 23 months post implant the decision was made to perform an intervention with both double chimney technique and tevar with other manufacturer¿s product which resolved the endoleak. No further information is available. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: endoleak, stent graft migration. Lack of information (unknown cause of event). Conclusion: endoleak, stent graft migration. Lack of information (unknown cause of event).

Event description:
Additional information received reported that a CT revealed that the patient had a proximal type I endoleak and that the aneurysm maximum diameter had enlarged to 99 mm. The physician elected to perform a coil embolization and the endoleak was resolved. The investigator assessed that the cause of the type I endoleak leading to aneurysm enlargement may have been related to to the double chimney implanted. The investigator assessed that the event was related to the device and not related to the procedure.